Manufacturer narrative:
(B)(4). Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the power supply and vacuum pump. After servicing and upgrades the unit passed all qa functional testing. The device history record has been reviewed and has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device will not power on. There was no patient or procedure involvement. Device to be returned for service.